Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt had reported that her one touch ultra meter kept displaying the apply sample symbol. The meter was counting down. This issue was not resolved with troubleshooting. The pt was sent new test strips, but the issue had persisted with the new strips as well. She was seen by the nurse twice and had her oral medication increased. The pt was also stressed for other personal issues, and therefore, was getting higher readings than normal. Since she was unable to test on her meter, she went to the nurse for blood glucose test. It is unk as to what the nurse's meter result was. There was no further info provided. This case is reported as a meter malfunction since the issue was not resolved.